Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team: 1. Section b. Box 5. Describe event or problem. Note: vascular injury was previously reported to be a serious adverse event with a possible relationship to the indigo aspiration system and unrelated relationship to the index procedure. However, on 13-mar-2026, an update was received that the previously reported vascular injury was determined to have an unrelated relationship to the indigo aspiration system. Therefore, this event is not considered reportable against the indigo aspiration system.

Event description:
On (B)(6) 2025, the physician advanced a non-penumbra catheter and sheath (8fr) via the left groin and began infusing thrombolytics to the right lower extremity. On (B)(6) 2025, the patient returned to the procedure room for a thrombolysis (lysis) check to the right lower extremity. The infusion catheter was removed, and an angiogram was performed which showed no flow to the right lower extremity. The sheath (8fr) was then upsized to a bigger sheath (12fr x 33cm) using a guidewire and a dilator from a 14fr sheath. It was reported that there was extreme scarring to the left groin due to previous endovascular procedures performed. Next, the physician advanced the sheath (12fr) over the bifurcation and then attempted to advance an indigo system aspiration catheter 12 (cat12), but the cat12 was too stiff and could not pass over the bifurcation. This caused the sheath to fracture in half. The cat12 was removed from the patient. It was noted that there was difficulty removing the sheath, so the physician advanced an 8mm balloon catheter to the distal end of the sheath. The balloon catheter was inflated, and the sheath was pulled back to the left common femoral artery. A surgical cutdown of the left common femoral artery was then performed to remove the sheath from the scarring. The femoral vein required several repair sutures. The physician created a bypass from the left external iliac to common femoral artery using a graft to restore flow to the limb. It was reported that vascular injury occurred due to the sheath fracture, the femoral vein was injured, and significant blood loss occurred. The patient received 5 units of packed red blood cells (prbc) and 3 units of fresh frozen plasma (ffp) during the procedure. The physician determined vascular injury to be unrelated to the indigo aspiration system and a definite relationship to the procedure. On 15-oct-2025, additional information was received from the clinical team indicating that the independent medical reviewer (imr) determined vascular injury to be a serious adverse event with a possible relationship to the indigo aspiration system and an unrelated relationship to the index procedure. The event is considered resolved. 0n 13-oct-2026, new information was received from the clinical team indicating that the independent medical reviewer (imr) determined vascular injury to be a serious adverse event with an unrelated relationship to the indigo aspiration system and an unrelated relationship to the index procedure. It was reported that the event occurred on post-operative day (pod) 1, after an overnight infusion and persistent graft occlusion. The second procedure is what resulted in the vascular injury event, requiring 5 units packed red blood cells (prbcs) and 3 units of fresh frozen plasma (ffp).

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. The clinical team was unable to obtain enough device information to identify the lot or catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot or catalog number for this device, the unique device identifier (UDI) cannot be determined.

Event description:
On (B)(6) 2025, the physician advanced a non-penumbra catheter and sheath (8fr) via the left groin and began infusing thrombolytics to the right lower extremity. On (B)(6) 2025, the patient returned to the procedure room for a thrombolysis (lysis) check to the right lower extremity. The infusion catheter was removed, and an angiogram was performed which showed no flow to the right lower extremity. The sheath (8fr) was then upsized to a bigger sheath (12fr x 33cm) using a guidewire and a dilator from a 14fr sheath. It was reported that there was extreme scarring to the left groin due to previous endovascular procedures performed. Next, the physician advanced the sheath (12fr) over the bifurcation and then attempted to advance an indigo system aspiration catheter 12 (cat12), but the cat12 was too stiff and could not pass over the bifurcation. This caused the sheath to fracture in half. The cat12 was removed from the patient. It was noted that there was difficulty removing the sheath, so the physician advanced an 8mm balloon catheter to the distal end of the sheath. The balloon catheter was inflated, and the sheath was pulled back to the left common femoral artery. A surgical cutdown of the left common femoral artery was then performed to remove the sheath from the scarring. The femoral vein required several repair sutures. The physician created a bypass from the left external iliac to common femoral artery using a graft to restore flow to the limb. It was reported that vascular injury occurred due to the sheath fracture, the femoral vein was injured, and significant blood loss occurred. The patient received 5 units of packed red blood cells (prbc) and 3 units of fresh frozen plasma (ffp) during the procedure. The physician determined vascular injury to be unrelated to the indigo aspiration system and a definite relationship to the procedure. On 15-oct-2025, additional information was received from the clinical team indicating that the independent medical reviewer (imr) determined vascular injury to be a serious adverse event with a possible relationship to the indigo aspiration system and an unrelated relationship to the index procedure. The event is considered resolved.